Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation.

Event description:
The physician was attempting to remove the coil when it "became caught in the aneurysm." The coil stretched into the carotid artery and a precise stent was placed to trap the coil to the vessel wall. A thrombus formed, which was treated with reopro. It was reported the patient "had a hunt and hess score of "0" both pre and post procedure."